Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. There was no impact to the customer's blood glucose level. Customer was unable to complete troubleshooting due to not having another cartridge available at the time the event was reported. Although multiple attempts were made by tandem technical support to contact the customer to complete troubleshooting, no additional information was provided.